Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found that the case was chipped. Additionally, there was a rattling noise inside of the device. Technical visual inspection found that the cable was worn and the case was cracked. Device evaluation identified loose crystals in the device. The top case, gasket, cable assembly, small screw cover, large screw cover, belt knob, ultrasound crystal and bottom case were all replaced. The cable, crystals (u/s), and shake/rattle tests were performed and passed. The device malfunction was determined to be the cracked case and loose crystals. This type of event will continue to be monitored.

Event description:
The device was returned for evaluation as the device serial number was listed on the recall advisory. There was no device malfunction nor adverse event reported; however, device evaluation identified that the case was cracked and the crystals were loose.